Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03351 & 03354 / 03355). Remains implanted.

Event description:
Patient is experiencing cysts following a right hip arthroplasty. No revision procedure has been reported.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Patient is experiencing elevated metal ion levels and cysts following a right hip arthroplasty on an unknown date. No revision procedure has been reported.

Manufacturer narrative:
Insufficient information provided to perform a device history review. No product was returned; visual and dimensional evaluations could not be performed. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Complaint history for metal on metal complaints is reviewed, based on statistical analysis. Surgical notes were not provided a definite root cause cannot be determined.